Event description:
It was later reported that the rv lead had a possible fracture. The lead was capped and replaced.

Event description:
It was reported that the right ventricular [rv] lead had increased capture thresholds as well as rising and high impedance measurements; a lead integrity alert [lia] was triggered due to high impedance. It was also reported that the increasing impedance was attributed to medication that the patient was taking. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was noted that after stopping the medication, the rv rising thresholds and high impedance measurements continued.

Manufacturer narrative:
Product event summary :the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product event summary : a proximal portion of the lead was returned measuring 18.5 cm. Analysis was performed and no anomalies were found.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.